Event description:
It was reported through the patient outcome, the patient passed away. The patient was reportedly had moderate amount of bleeding around the outflow graft which was controlled and the chest was left open. Related MFR: 2916596-2022-14261.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with left ventricular assist device (lvad) and right ventricular assist device (rvad) on (B)(6) 2022 and transferred after moderate amount of bleeding. On (B)(6) 2022, the patient had positive mediastinal and pleural fungal cultures for bipolaris/curvularia species infection. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the available device history records, including sterilization and packaging documentation, showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Bleeding, infection, and death are listed in the heartmate 3 lvas IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.